Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: examination of the returned device confirms the complaint; the articulation surface has fractured across the location peg.

Event description:
Item was flagged during sterilisation process. The instrument was found to be broken.